Manufacturer narrative:
(B)(4) . The event is currently under investigation.

Event description:
Per medwatch report mw5041716: the patient was scheduled for a left parotid salivary endoscopy with stone removal, dilation, irrigation and possible stent placement. A cook salivary basket passed the posterior or distal part of the stone and carefully trapped the stone in the basket. The stone was advanced out of the duct, however, the stone became trapped along with the basket in the duct. In an attempt to remove the salivary stone with the cook salivary, the n-gage stone extractor separated, the basket remained with the stone and the basket handle came free. The physician attempted to re-dilate and cannulate the duct but was unable to identify the parotid duct and unable to pass the scope. It was decided that it would be unsafe to continue. The basket remained around the stone in the duct. It is unknown if there have been any adverse effects at this time. Additional information has been requested but not yet provided by the reporter. Per a letter received on 07 july 2015: the patient did not return to our facility for any further procedures. The present patient status is unknown to us.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a functional test, inspection of unused product, interview of engineering personnel, along with a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control (qc), specifications and trends were conducted during the course of investigation. The complaint device was not returned for investigation; however, the customer provided images of the stone in the salivary duct. The customer stated, "the patient was scheduled for a left parotid salivary endoscopy with stone removal, dilation, irrigation and possible stent placement. A cook salivary basket passed the posterior or distal part of the stone and carefully trapped the stone in the basket. The stone was advanced out of the duct, however, the stone became trapped along with the basket in the duct. In an attempt to remove the salivary stone with the cook salivary, the n-gage stone extractor separated, the basket remained with the stone and the basket handle came free. The physician attempted to re-dilate and cannulate the duct but was unable to identify the parotid duct and unable to pass the scope. It was decided that it would be unsafe to continue. The basket remained around the stone in the duct." Quality control personnel perform an inspection to open and inspect the basket and assure there are no loose wires. Dimensions of the basket are also checked. There is also a 100% confirmation that the entire device is free of damage (bends, burrs, bubbles, debris, fuzz, kinks, nicks, pits, splits, wrinkles or excessive discoloration, surface defects or glue. 100% confirms spacing and configuration of wires. An instructions for use (IFU) is provided that includes the following precautions, "assess calculi and other foreign bodies prior to instrument deployment to ensure that the object is not too large to be removed through the anatomy." And "if resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Excessive force could damage the device." And "if the basket does not readily release the captured object, further manipulation may be necessary." After review of the provided images, description of the event, and simulating the event, it is feasible to say that the root cause of the reported difficulty is that the device experienced excessive force once the stone became trapped in the duct and during the attempt to remove it. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment, no further risk reduction is required.

Event description:
Per medwatch report (B)(4): the patient was scheduled for a left parotid salivary endoscopy with stone removal, dilation, irrigation and possible stent placement. A cook salivary basket passed the posterior or distal part of the stone and carefully trapped the stone in the basket. The stone was advanced out of the duct, however, the stone became trapped along with the basket in the duct. In an attempt to remove the salivary stone with the cook salivary, the n-gage stone extractor separated, the basket remained with the stone and the basket handle came free. The physician attempted to re-dilate and cannulate the duct but was unable to identify the parotid duct and unable to pass the scope. It was decided that it would be unsafe to continue. The basket remained around the stone in the duct. It is unknown if there have been any adverse effects at this time. Additional information has been requested but not yet provided by the reporter. Per a letter received on (B)(6) 2015: the patient did not return to our facility for any further procedures. The present patient status is unknown to us.